Event description:
Information was received indicating that a smiths medical cassette is leaking on the left side of the blue cap. There were no reported adverse events.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Results: the sample unit present leaks in the join with the tube of the bag, therefore it is confirmed the failure mode reported. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.